Manufacturer narrative:
H.3.: evaluation summary: preliminary electrical analysis and a review of the device diagnostic data indicated a potential short in the output circuitry. Extended charge time and low output measurements confirmed damage to the transistor circuit. The device's low voltage functions were normal. This type of damage observed is consistent with that produced when the device delivers into a low impedance load, such as a short within the lead or between the device lead and can.

Event description:
It was reported that the pt expired. No further info as to the cause of death was provided. On 04/03/2006, the event was reclassified as reportable based on the failure analysis results.